Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient's mother reported that she noted her daughter woke her up at 3:00 am and that both suspected that perhaps the patient had low blood glucose, and the cgm reading at that time was 4.2 mmol/l. The mother stated that the patient normally feels low from 4.0 mmol/l. Despite the cgm reading appearing that low yet, the mother advised the patient to eat a banana and went to the kitchen to get one. No fingerstick was done at this stage. When the mother was leaving the bedroom, the patient started to have a seizure, she was shaking and her eyes rolled back, and passed out (the banana was not yet eaten). During the seizure the patient also bit her tongue. The mom still administered a glucogel despite feeling that this was maybe not related to a low glucose level. The father got out the glucagon pen, but this was never administered during this event. After some minutes, the patient regained consciousness and complained of a headache/migraine and vomited. The mom also noted that the patient remained somewhat confused for some time after this. About 40 minutes after the event the mother did a finger stick and the blood glucose reading was 5.2 mmol/l and then an unspecified amount of time later, 6.0 mmol/l. At this moment the cgm reading was still displaying 4.0 mmol/l. The parents think that the blood glucose level during the event must have been around 2.0 mmol/l. The patient recovered but was still complaining of body aches and a swollen tongue the next day. The parents took the patient to the endocrinologist later that day who confirmed that the symptoms and the seizure were aligned with a low blood glucose level. No further actions were taken at this point. At the time of the report the patient was in good health, besides some body pain, and had returned to school. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.